Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube corroded, universal cord assembly corroded, and light guide bundle with many fractured fibers. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the electronical component (cause traced to a component failure). The issues found during evaluation, the most probable cause is an inadequate or improper maintenance caused by a component failure of the third-party repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device has no image. This was discovered during set up / inspection for use. There were no reports of patient harm.